Event description:
In 2002, the patient underwent the index procedure with placement of three assigned stents in the proximal lad with administration of abciximab. The site reported a grade b dissection after placement of the first stent. The second stent was placed proximal to and overlapping the first stent to stabilize the dissection. The third stent was "planned" and was placed distal to the first stent. The angiographic core lab reported a 22% final residual in-lesion stenosis with no dissection and timi 3 flow. The post-procedure course was uncomplicated and the patient was discharged the following day on asa and clopidogrel. Eight months post index procedure, the patient underwent a protocol re-study in the absence or recurrent angina or a study revealed a 16% in-lesion restenosis reported by the angiographic core lab. A revascularization was not performed. One year post index procedure, the patient underwent repeat angiography in the presence of recurrent angina without a functional ischemia study revealed a 66% in-lesion restenosis reported by the angiographic core lab with the notation "isr with tlr." The patient underwent successful balloon angioplasty in the proximal lad. The patient was discharged after two days. Approximately two years, the patient underwent repeat angiography for recurrent angina without a study revealed a 60% in-lesion restenosis reported by the angiographic core lab with the notation "no ap view possible in follow-up film." A revascularization was not performed during this admission. Additional repeat angiography in 2004 for recurrent angina without a study revealed a site reported 90% target lesion diameter stenosis. One month later, the patient underwent successful balloon angioplasty, placement of one cypher stent in the proximal lad and placement of one taxus stent in the mid rca for a long "proximal 90% stenosis."

Manufacturer narrative:
Please note, the cypher product listed is not distributed in the us' however, it is similar to us distributed products as of us launch date. This one of two reports submitted for the same event. Please reference MFR report #'s: 9616099-2007-01768 and -01770. Additional information will be submitted within 30 days of receipt.